Event description:
The wand analysis was completed. The serial data cable, which produced communication errors, had an open conductor. A known good bench serial data cable was substituted and all communications errors cleared. No visual anomaly was identified. Continuity testing of the battery cable passed. After the serial data cable was substituted, the programming wand performed according to functional specifications.

Event description:
A manufacturing consultant reported that while using his programming system, he has discovered that he can now only interrogate a device if he positions the serial cable correctly. He reported that when the serial cable is in certain positions, devices cannot be interrogated. The consultant switched out his serial cable with a physician's serial cable and everything functioned properly. The cable is being returned for analysis.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr). Corrected data: supplemental 01 reported an incorrect aware date. It should have been (B)(4) 2012 not 2010.

Event description:
An analysis was performed on the returned serial cable and the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications. Additional information was received from our field representative stating he performed troubleshooting with the hospital equipment and found the wand was the reason they could not interrogate the dummy generator. Replacing the serial adapter cable did not fix the problem. The programming wand will be returned for analysis.

Manufacturer narrative:
Device manufacture date (mo/day/yr) corrected data: updated to wand information, (B)(6) 2010 suspect medical device, corrected data: updated to 201 programming wand.